Event description:
It was reported approximately one hour and thirty five minutes into hemodialysis therapy the nurse found a ultrafilter hechingen leaked water externally. Vital signs remained stable. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.